Event description:
Procedure; removal of facial lesion. Reportedly, electro cautery was being used in the facial area while o2 was being administered via nasal cannula at 3. The cautery was activated and flames occurred. The staff cut off the oxygen and removed the drapes. Ear, nose, and throat and ophthalmic consults were called in. The pt was discharged within a normal timeframe with no adverse conditions. The unit was tested by a thrid party and found to be fully functional with indication of product malfunction. The account's risk manager indicated they will not be sending back the machine as it appears the unit is in proper working order.